Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker dependant patient experienced a greater than 4 second pause in pacing which lead to anti-tachycardia pacing (atp). There was also noise present on the on the right ventricular (rv) lead, as well as oversensing on the right atrial (ra) lead. The device, the rv and lv lead were removed and replaced. A non boston scientific lead was used in the lv that would not fit in the chronic device.